Event description:
Report number two of two incidents of partial tubing separations. No specific patient information was provided, but an adult patient status-post orthopedic surgery had a peripheral IV line with an unspecified hydration solution infusing. The patient was receiving pain management via pca tubing which was connected to the primary IV line. The pca tubing set had been in use between 12-24 hours, and at some point, it was noted that the set was leaking fluid, and that the connection between the distal tubing and the male adapter was loose and partially disconnected "as if there was inadequate glue". There was no reported bleed back. The patient reported inadequate pain control. The pca tubing set was changed, and the infusion resumed with no further problems. Additional information was requested, but no further information was provided.